Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kapila r. Et al (2024) assessment of clinical and functional outcome of anterolateral tibial plating in the management of tibial pilon fractures; international journal of life sciences, biotechnology and pharma research vol. 13, no. 1, january 2024. Objective/methods/study data: the present study was conducted to assess clinical and functional outcome of anterolateral tibial plating in the management of tibial pilon fractures. Between june 2019 to june 2021, a total of 20 cases of tibial pilon fracture treated with anterolateral distal tibia locking compression plate were studied males were 14 and females were 6. Fibular fixation approach used was(posterolateral/lateral) and type of implant used was intramedullary/extramedullary. The mean duration follow-up was not reported. Lot, model and catalog numbers are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes 3.5 mm anterolateral distal tibial locking compression plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: lcp anterolateral distal tibia plate/screws (qty 82): 15 patients (75%) had pain score of 4 (uncomfortable, troublesome pain) at 3rd post-op day. No intervention was mentioned. 5 patients (25%) had pain score of 6 (distressing, miserable pain) at 3rd post-op day. No intervention was mentioned. 7 patients (35%) had mild pain at 7th post op day. No intervention was mentioned. 4 patients (20%) out of 20 had mild pain at 3 weeks post-op. No intervention was mentioned. 3 patients (15%) had mild pain at 6 weeks post-op. No intervention was mentioned. 2 patients (10%) had mild pain at 12 weeks post-op. No intervention was mentioned. 9 patients (45%) had swelling at 3rd post-op day. No intervention was mentioned. 6 patients (30%) had swelling 7th post-op day. No intervention was mentioned. 4 patients (20%) out of 20 had post-op swelling at 3 weeks post-op. No intervention was mentioned. 2 patients (10%) had swelling at 6 weeks post-op. No intervention was mentioned. 3 patients (15%) had swelling at 12 weeks post-op. No intervention was mentioned. 2 patients (10%) had swelling at 18 weeks post-op. No intervention was mentioned. 3 patients (15%) had swelling at 24 weeks post-op. No intervention was mentioned. 3 patients (15%) had superficial infection at 7th day post-op. No intervention was mentioned. 2 patients (10%) had deep infection observed at 7th day post-op. No intervention was mentioned. 2 patients (10%) had superficial infection at 3 weeks post-op. No intervention was mentioned. 2 patients (10%) had deep infection observed at 6 weeks and 12 weeks also. No intervention was mentioned. 3 patients (15%) had superficial infection at 18 weeks post-op. No intervention was mentioned. 1 patient (5%) had deep infection at 18 weeks post-op. No intervention was mentioned. 2 patients (10%) had superficial infection at 24 weeks post-op. No intervention was mentioned. 2 patients (10%) had deep infection at 24 weeks post-op. No intervention was mentioned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 catalog h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable